Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73e1800140 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip jammed.

Event description:
It was reported that the clip jammed.

Manufacturer narrative:
(B)(4) the customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the bottom edges of the cover block were damaged as if it had been dropped or hit against a hard surface. The frame was removed from the rest of the device and it was found that the cover block was broken where it attaches to the trigger on both sides. The damage to the cover block prevented the sample from being tested since the device would be unable to function properly. The stapler was returned with 20 staples left in the cartridge indicating that at least 15 staples have been fired by the end user. Microscopic observation of the staples revealed that no burrs or defects were present on the staples. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as unintentional user error caused or contributed to the complaint issue. The reported complaint of "misfire/jam - staples not releasing" was confirmed based upon the sample received. The stapler was returned with the bottom edges of the cover block damaged as if it had been dropped or hit against a hard surface. The frame was removed from the rest of the device and it was found that the cover block was broken where it attaches to the trigger on both sides. The damage to the cover block prevented the sample from being tested since the device would be unable to function properly. It is unlikely that this damage was present at the time of manufacturing as the staplers are 100% inspected at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received, unintentional user error caused or contributed to this event.